Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began a few weeks ago. Patient stated the recharger was breaking and they could see wires and the implant was not charging like it used to. Patient also noticed the wires breaking a few weeks ago. Patient also noted they were starting to feel a heat sensation. Patient did not have their equipment with them at the time of the call. Patient will call back to provide serial number. Upon further review patient mentioned they didn't like the heat sensation coming from the recharger. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6): product type recharger analysis of the [recharger], model [97755-s], s/n (B)(6) found scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.